Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection performed by customer, the cardiosave intra-aortic balloon pump (iabp) had fluid spilled on battery. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1 event site email, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit. The fse found that saline fluid had gotten inside of the unit and compromised the power management board, motor controller board, and the solenoid driver board. This was what was seen visually. The unit would not turn on. The batteries looked okay. At this time, the customer has declined to proceed with repairs. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2,h11. Corrected field: h6 component code.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. A getinge field service engineer (fse) evaluated the unit. The fse found that saline fluid had gotten inside of the unit and compromised the power management board, motor controller board, and the solenoid driver board. This was what was seen visually. The unit would not turn on. The batteries looked okay. At this time, the customer has declined to proceed with repairs. The customer has chosen to scrap the unit due to the cost of repairs. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (component codes).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fluid spilled on battery. There was no patient involvement.